Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five appropriate treatments and a non-lifevest defibrillation. The device was started up at 20:32:45 on (B)(6) 2025. At 02:35:40 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvcs transitioning to vt @ 260 bpm. At 02:36:17, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm. At 05:47:05, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 05:47:35, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm. At 06:12:53, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 06:13:23, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm. At 10:24:01, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 10:24:31, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 290 bpm with fusion beat. Post shock rhythm was sinus bradycardia @ 50 bpm. At 10:32:57, an arrhythmia was detected. ECG shows vt @ 290 bpm. At 10:33:14, the patient received the non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vt @ 290 bpm. Post shock rhythm was sinus tachycardia @ 120 bpm with pvcs transitioning back to vt @ 290 bpm. The patient received a non-lifevest defibrillation 17 seconds into the detection sequence. At 10:33:32, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 280 bpm degrading to vf. The electrode belt was disconnected at 10:33:43 on (B)(6) 2025.